Event description:
A nurse reported, five patients developed "tass" one day following surgery. The cause of these events is not known. It was reported that all five patients had the same lot of this product used during their surgery. This patient was treated with topical steroids. His symptoms lasted four weeks and then resolved. The patient's outcome was reported as "good". This is one of five medwatch reports being filed for this report. The other manufacturer's reference numbers are: 3002037047-2008-00009; 3002037047-2008-00010; 3002037047-2008-00012; 3002037047-2008-00013.

Manufacturer narrative:
The product was not returned for analysis. Results from the batch record review indicated the product met release criteria. Retention samples were tested and met specifications. There are no similar reports in this lot except those reported by this surgeon. This report mailed in to FDA on: 03/06/2008. Additional information requested by phone on 02/05/2008 (three times), by fax on 02/05/2008 and again by phone on 02/29/2008. Additional information was received and a completed questionnaire was returned.